Event description:
Device malfunction: none. Symptoms: lethargic, weakness, hypoventilation. Time of symptoms/ae: 24-36 hours post procedure. It was reported that 24-36 hours post procedure, the pt was lethargic, experienced increasing weakness and progressing hypoventilation. A head CT was performed and there were no acute changes. No treatment was given. The pt was maintained as an inpatient. Neurological changes were felt by neurology to be primarily from pt's als (amyotrophic lateral sclerosis). Perfusion MRI images did show some small peripheral "possible" ischemic infarcts although this was questionable per physician report. The pt was eventually stabilized from his pulmonary deterioration and was transferred to rehab/nursing home. Reportedly, the condition is continuing; however, improved. No additional info is available. Study event.